Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a monitor malfunction. Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief. The root cause for the strained cable was excessive force from the ER staff allegedly cutting the device off of the patient. There is no indication the damaged electrode belt caused or contributed to the patient's death.

Event description:
A us distributor contacted zoll and reported that a patient passed away on (B)(6) 2018. The patient was in the hospital at the time of passing. The patient was not wearing the lifevest at the time of passing due to the device being cut of the patient by ER staff to initiate CPR. Per the patient's continuous ECG recordings, the patient was in bradycardia/sinus rhythm from 50 bpm to 90 bpm with non-sustained ventricular tachycardia (nsvt) starting at 04:55:11 on (B)(6) 2018. The rhythm then transitions to ventricular tachycardia (vt) at 120 bpm with CPR/motion artifact for approximately 30 seconds. The rate of vt was below the physician prescribed rate threshold of 150 bpm. The rhythm then transitions to bradycardia at 50 bpm. The rhythm then transitions to vt at 120 bpm with CPR artifact, below the prescribed rate threshold, for approximately 30 seconds. The rhythm then transitions to sinus tachycardia at 140 bpm with nsvt with CPR artifact. The rhythm then transitions to atrial fibrillation (af) at 110 bpm with CPR artifact transitioning to vt from 170 bpm to 230 bpm with motion artifact/CPR artifact. The patient was in vt at 170-230 bpm for approximately 36 seconds, but the rapid rate was not sustained long enough for the lifevest to complete the treatment sequence. Ventricular fibrillation (vf) with CPR artifact was seen for approximately 18 seconds, but vf was not sustained long enough for the lifevest to deliver the treatment sequence . The rhythm then transitions to bradycardia at 50 bpm transitioning to af at 140 bpm with motion artifact. The patient was seen in supraventricular tachycardia (svt) at 160 bpm with motion artifact until the device shutdown at 05:21:20 on (B)(6) 2018. The device was reactivated at 07:18:41 on (B)(6) 2018. The patient was in sinus tachycardia at 120 bpm with motion artifact from 07:18:41 until the device shutdown at 7:20:28 on (B)(6) 2018. The device was deactivated when the patient was in a non-treatable, life-sustaining rhythm. The device properly detected vt and vf although the rates were not sustained above the prescribed rate threshold long enough for the lifevest to complete the treatment sequence. The patient later passed away.